Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f248 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f248 for the reported issue shows no trends. Trends were reviewed for complaint categories, clot observed, alarm #17: return pressure, and temperature concern. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report clots observed in the centrifuge bowl and return line during the treatment procedure. The customer stated they received an alarm #17: return pressure, the customer flushed the patient access and stated it was flushing slowly. The customer decreased the return rate from 30 ml/min to 20 ml/min. The customer stated they continued the treatment and received a second return pressure alarm. The return rate was decreased to 15ml/min, then the customer received a temperature warning. The customer stated the temperature in the room was very warm and they had fans circulating air. The treatment was continued and did not reach buffy coat collection phase of the treatment procedure. At approximately 1446 ml whole blood processed the customer stated the centrifuge bowl stopped. Clots were observed in the centrifuge bowl and return line upon inspection of the kit. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and no medical intervention was required. The customer did not return product for investigation.